Manufacturer narrative:
Taper unknown. The reporter of the complaint was asked to return the product for analysis as well as indicate the product serial number, date of event, implant date and explant date. The information has not yet been received by allergan. The connector type cannot be identified nor an assumption be made as to the type of connector associated with this complaint because no serial number or implant date was given. Visual examination may determine the connector type associated with this report. Port extrusion is a surgical/physiological complication, and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
The physician reported as "removal of the port from the patient due to erosion."